Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The patient's blood glucose level was mg/dl at the time of the call. The customer stated that the battery cap is loose and the insulin pump will not turn on. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.

Event description:
The customer blood glucose reading was 144 mg/dl. The customer reported that the battery felt wet one day when removing it, and then batteries would only last one day after that. The customer also reported that the display had gone blank. The customer also reported a scratch on the screen but stated that the screen could still be read. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
This report is provided to update the event summary, with additional event details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.